Event description:
It was reported that cadd-ms 3 pump kit, stuck at blockage detected screen, during testing. No patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective motor causing drive rod not to move was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400. H4: correction: device manufacturing date: 21-jun-2017.